Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during cannulation of coronary sinus, the catheter perforated into the pericardial space. A small injection of contrast was done and this was seen in the pericardium. There were no additional complications and the one day follow-up was appropriate. No additional adverse patient effects were reported.